Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however, information from the field indicates reprogramming resolved the event.

Event description:
Upon a remote patient follow up, transmissions revealed episodes of non-sustained right ventricular oversensing, possibly due to myopotentials and/or far p-wave oversensing. The device was reprogrammed to resolve this event. The patient was stable without consequence.